Manufacturer narrative:
Submit date: 12/14/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the pump will not issue feed error when upstream tubing is clamped.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the pump will not issue feed error. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2015 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.